Event description:
Additional information received indicated that during the sculpt phase the handpiece heated and phacoemulsification efficiency was lost. The handpiece passed tune. There was no system message (sm) displayed. The surgery was completed using alternate handpiece. There was no report of patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The customer reported event was not able to be confirmed. There is no evidence that the design or manufacturing of the system contributed to the reported event. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based upon the information obtained (at this time), the customer reported event was not able to be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic handpiece got hot and phaco efficiency was lost. Procedure details and patient impact have not been provided.